Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high," and diabetic ketoacidosis. A specific bg value was not provided. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days with admelog insulin. The customer delivered a correction bolus to treat the elevated bg. The customer changed cartridge and infusion set to address the issue.